Event description:
No additional information received. If you find that the prefilled catheter irrigator does not have a production date, production batch number, expiration date, expiration date, specification, name, registration certificate number, etc., take a picture and save it immediately, and replace the prefilled catheter irrigator to seal the patient.

Manufacturer narrative:
Pr (B)(4) follow up it was reported the prefilled catheter irrigator does not have a production date, production batch number, expiration date, etc. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a prefilled syringe with no barrel label. No other defects or imperfections were observed. This defect could occur if there was a jam at the labeler machine. A device history record review was completed for provided material number 306594, lot 3297902. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the labeler was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
If you find that the prefilled catheter irrigator does not have a production date, production batch number, expiration date, expiration date, specification, name, registration certificate number, etc., take a picture and save it immediately, and replace the prefilled catheter irrigator to seal the patient.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.